Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient presented with non-st segment elevation myocardial infarction on 2015-02-25 and was referred for cardiac catheterization on (B)(6) 2015. Coronary angiography revealed three vessel disease in the left coronary artery, right circumflex, and right coronary artery. After closure of the coronary angiography, a 6f sheath and guiding catheter were inserted to the ostium of the left coronary artery. An extra support guidewire was advanced into the peripheral of the right diagonal 2, overall extreme, non contrast calcified vessel. A 2.0mm unspecified balloon catheter was advanced but was unable to cross over the calcified stenosis in the right diagonal. A 0.85-15mm nano balloon was then able to be successfully advanced over the stenosis and inflated to 22atm. After multiple attempts to cross the lesion, a 1.2mm unspecified balloon catheter was then able to be advanced and inflated to 16atm. An emerge 1.5 x 15mm balloon catheter was then selected for use but was unable to advance despite guide catheter support. During withdrawal of the device the shaft broke approximately 30cm from the proximal end. The broken shaft and the balloon were removed together with the guide catheter. The procedure was completed with another of the same device. It was noted that it was extremely calcified vessel and a very difficult intervention. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. There was a stopcock attached to the hub. A visual examination identified the balloon was tightly folded. The hypotube shaft was completely separated 22cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient presented with non-st segment elevation myocardial infarction on (B)(6) 2015 and was referred for cardiac catheterization on (B)(6) 2015. Coronary angiography revealed three vessel disease in the left coronary artery, right circumflex, and right coronary artery. After closure of the coronary angiography, a 6f sheath and guiding catheter were inserted to the ostium of the left coronary artery. An extra support guidewire was advanced into the peripheral of the right diagonal 2, overall extreme, non contrast calcified vessel. A 2.0mm unspecified balloon catheter was advanced but was unable to cross over the calcified stenosis in the right diagonal. A 0.85-15mm nano balloon was then able to be successfully advanced over the stenosis and inflated to 22atm. After multiple attempts to cross the lesion, a 1.2mm unspecified balloon catheter was then able to be advanced and inflated to 16atm. An emerge 1.5 x 15mm balloon catheter was then selected for use but was unable to advance despite guide catheter support. During withdrawal of the device the shaft broke approximately 30cm from the proximal end. The broken shaft and the balloon were removed together with the guide catheter. The procedure was completed with another of the same device. It was noted that it was extremely calcified vessel and a very difficult intervention. No patient complications were reported and the patient status was stable.